Event description:
Customer contacted beckman coulter inc. (Bci) regarding a low phosphorous (phos) result generated by the unicel dxc 800 synchron chemistry analyzer. The original phos result was suppressed oir lo (out of instrument range) and the result on a different instrument was 3.54 mg/dl. This result was reported out of the laboratory. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
The sample was serum. Qc was in range before the event. Hotline helped customer troubleshoot the issue and discovered the phos lamp had failed. The customer replaced the lamp and the system started operating acceptably. A malfunction will be assumed for the purpose of this report.